Event description:
It was reported that the patient was on a hike with his family and during the hike a down pour caught them. The patient was soaked as well as the ventilator. The ventilator had a hw fault alarm. The patient was disconnected and manually ventilated until they could reach shelter where the back-up ventilator was located (approximately 30 minutes). No patient harm reported.